Event description:
It was reported that there was difficulty in interrogating the device during a follow-up visit. The device was able to be interrogated last year without issues. Further information is not available. No intervention and no patient information were reported.